Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the customer was getting out of her van and the chair collapsed. No reports of injury. Dealer states the pivot links are what caused it as they are broken.